Event description:
Customer reportedly obtained a result of 139mg/dl on the advantage system while unconscious. The paramedics were called and tested customer on their meter at 80mg/dl three minutes later while the fire department's device produced a result of 30mg/dl five minutes later. Customer was given a glucogon injection and given an IV of unk substance. Requested return of suspect system and replacement was sent.